Manufacturer narrative:
Visual inspection confirmed that the screw had fractured. No lot number was provided, therefore device history record and complaint history reviews could not be completed. No definitive root cause has been determined. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event.

Event description:
The dentist indicated that the abutment screw has fractured. The doctor was able to remove the screw without damaging the implant.